Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient's caretaker stated the patient experienced pain. It was reported that there was a needle that was stuck in the patient's abdomen. She went to the hospital have the needle removed by unspecified means. The patient reportedly mentioned one of the doctors helped her to remove the portion of the needle out of her body. Follow up attempts to gather additional event information was made but contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.